Manufacturer narrative:
Failure analysis found cracked lcd window noted. The insulin pump was received with cracked/bleeding lcd glass, scratched keypad overlay, scratched case, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, cracked reservoir tube and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump was damaged. The customer reported the display was damaged on the insulin pump. Customer's blood glucose was 9 mmol/l. The customer agreed to return the insulin pump for analysis.